Event description:
The patient presented with noise on the egms. Several aborted therapies as well as four delivered therapies due to noise were also observed. Evaluation of the faxed egms show noise indicative of a possible lead fracture. The decision was made to schedule the entire system for explant.